Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose was 105mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The caller stated that the device was exposed to a high magnetic field while having an MRI. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase. The device was received with cracked at lcd window corners, and scratched screen.